Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart failure from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including respiratory dysfunction. Also that the etiology of late right heart failure may be a progression of chronic heart disease. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported events cannot be conclusively determined; however, clinical factors that may have contributed to the reported event are the continuous, non-pulsatile flow of the pump, anticoagulant therapy, and the patient's past medical history. There are patient, procedural, and pharmacological factors that may have contributed to this event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by vad coordinator that the patient was admitted on (B)(6) 2015 from sub-acute rehab facility for r/o bleed and elevated kidney function (creatinine 2.0). The inr was supra-therapeutic at 6.0. During the night of (B)(6) 2015, patient found to have worsening respiratory status. Tte (transthoracic echocardiogram) showed a pericardial effusion. No low flow arms were noted on the patient but decrease in pulsatility was seen. Patient underwent pericardial window placement on (B)(6) 2015. Patient was taken to or (operating room) for pericardial window. Currently, patient is in the ICU for close monitoring.

Manufacturer narrative:
Correction: event date and aware date (B)(6) 2015 (the date of the patient's admission from snf) per event details. Rec'd by MFR in the initial report should have been 12/10/2015. Additional information received from the clinical specialist indicated that the patient's pericardial window "went smoothly"; however, he experienced a delay in discharge to a skilled nursing facility (snf) due to slow elevation in his post-operative inr. The patient was discharged on (B)(6) 2015 and was last reported to be doing well at the snf. Pericardial effusion and cardiac tamponade are potential events that may be associated vad implant procedures. The IFU provides guidelines for surgical and medical management of pleural effusion and cardiac tamponade. Patients implanted with vad's have a long history of chronic and/ or severe heart failure which may contribute to the development of pleural effusion and cardiac tamponade. With review of the available information there was no evidence of any device malfunction or performance issues that would impact the reported event. Given that surgical intervention was required to alleviate the pericardial fluid within three days of implant of the device it is not possible to disassociate that the reported event of tamponade is not related to the implant procedure. Clinical factors that may have contributed to the reported event cannot be conclusively determined; however, may be related to the patient's history of chronic, severe heart failure, supratherapeutic inr on admission, and surgical technique. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.